Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a poor communication screen on the patient programmer (pp). The implantable neurostimulator recharger (insr) was not able to communicate. The patient had changed the batteries in the pp with new aaa (B)(6) batteries. On the insr the white arrows matched up, the connector pin was not loose, and the green light was on. The last time the patient felt stimulation was on (B)(6) 2015 and the last successful charge session was on (B)(6) 2015. A manufacturing representative (rep) later reported that it was a confirmed overdischarge. The patient had been in overdischarge for approximately two weeks. The patient had left the charger while on vacation. The rep pulled the implantable neurostimulator (ins) out of overdischarge today and was charging the patient to clear the power on reset (por). It was noted that the rep had initially pulled the ins out of overdischarge and had the patient charge, and then interrogated with clinician programmer (cp) but it discharged right away and she went back to using a physician mode recharge (pmr) because the insr still showed a por and they couldn't get the charge to resume. The rep later tried clearing the por with the cp but the ins was dropping so quickly she was unable to clear it. The ins was blinking at 50% mark one of the few times she tried to clear the por. The plan was to let the patient go home and continue charging. No surgical intervention occurred and none were planned.